Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression.

Event description:
It was reported that the ventricular lead had oversensing documented with pauses. The lead was removed and replaced. No patient complications have been reported as a result of this event.